Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose levels and was changing the infusion sets. Customer's blood glucose level was 409 mg/dl. The customer's face was red. She treated her high blood glucose level with manual injections. The infusion set had pin sized bubbles. The high pressure test passed. The device was not returned.